Manufacturer narrative:
Other text: the returned device was evaluated. During the evaluation the device powered on using both ac and battery power. The device powered off triggering a 10-beep watchdog alarm. The evaluation concluded it was due to a defective instrument board component. Health effect impact code: no adverse event, no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company's on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.

Event description:
The customer reported that the device powers off on its own. There was no patient impact or consequence reported.